Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred when there was (B)(4) units of insulin available. Additionally, it was reported that a minimum fill message occurred when the cartridge was filled with (B)(4) units. The user loaded a new cartridge successfully and resumed insulin delivery. The user's blood glucose level was 121 mg/dl.